Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold and low sensing. An x-ray revealed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.